Event description:
During verification testing at the service center leakage was noted from the disposable batteries in the battery compartment of the device.

Manufacturer narrative:
During testing, leakage was noted from the disposable batteries in the battery compartment of the device. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.